Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. It is indicated that the device is not returning for evaluation; therefore a failure analysis of the complaint device could not be completed. The investigation determined the reported difficulties appear to be related to circumstances of the procedure. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no other similar incidents reported from this lot. Based on the information reviewed, there is no indication of a product quality issue with respect to manufacture, design or labeling. (B)(4).

Event description:
It was reported that the procedure was to treat a de novo and concentric lesion located in the moderately calcified, mildly tortuous, 90% stenosed, mid right coronary artery. After pre-dilatation was performed with a 2.5 x 15 mm balloon dilatation catheter (bdc), an nc trek 3.25 x 15 mm bdc was crossed without resistance felt and used for additional pre-dilatation. When pressure was applied to the balloon at 4 atmospheres for 10 seconds, the pressure of the balloon could not be increased more. When negative pressure was applied to the balloon, blood entered into the device. The device was removed from the patient anatomy and was dilated again outside the anatomy to check at which time a leakage of contrast material was confirmed. The nc trek 3.25 x 15 mm bdc was replaced with a 3.25 x 15 mm non-abbott balloon catheter, which was used without any issue. The procedure was successfully completed after implanting a 3.5 x 28 mm non-abbott stent. No adverse patient effects or clinically significant delay in the procedure were reported. No additional information was provided.